Event description:
IV team nurse was inserting landmark catheter by menlo in patient's left antecubital vein in preparation to receive medication. Patient experienced sneezing x3; burning sensation back of neck and loss of vision; became hypotensive and short of breath; mottling in feet and lower leggs. Vital signs and patient all right after 15 minutes. The patient spent the night in intensive care for observation physician statement: probable allergic vs vaso vagal reaction.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device discarded. The device was destroyed/disposed of.